Manufacturer narrative:
Customer's in-house biomedical technician installed a loaner central station, while the unit was being repaired.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.